Event description:
It was reported that there was no liquid in the lens vial. The lens was hard and white crystals were present on the lens. The lens could not be folded for injection. There was no patient contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.